Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately seven (7) years. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the our follow-up the explant was due to regurgitation. The health-care provider also noted that the explant was not related to any device malfunction or quality deficiency and noted "patient related". The subject device has been discarded. No other details reported. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. In this case per the health-care provider, the explant was patient related. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.